Event description:
Dr (B)(6) was about to perform cryosurgery and while attempting to use the unit, she received burns to her middle finger after gas spewed out of the holes attached to the unit.

Manufacturer narrative:
Device has not been returned to coopersurgical for evaluation. (B)(4).